Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced a red heart alarm while connected to batteries. She then changed batteries and went through 6 batteries all giving her the same alarm. She changed battery clips and still no response. She then exchanged the system controller, but again still with a red heart alarm. The patient was not near a power base unit, so she connected to the emergency power pack and the alarms stopped. She reports feeling fine throughout while the pump was off.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.